Event description:
A customer reported that their touchscreen was cracked and shattered, rendering the pump's screen unresponsive and illegible. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump and instructed the customer to put the pump into storage mode before returning it. The customer was informed to use an alternate therapy to ensure continued insulin delivery and agreed to return the faulty pump using a pre-paid label within 10 days.